Event description:
During the procedure, the physician used a cook endoscopy esophageal z-stent w/dua anti-reflux valve. The stent was placed through a 5 to 6 centimeter stricture in the patient's esophagus. After cutting the suture to remove the introduction system, the suture became lodged, but the initial report was unsure of the cause. The physician used a jerking motion in an attempt to remove the introducer and suture. At this time, the stent moved and the pt began to wretch, causing the anti-reflux valve to retract into the stent. Removal of the introducer was successful and an attempt to put the valve back in place was attempted, but not successful. The physician removed the stent with the endoscope and forceps. Post procedure, the pt's condition was reproted as fine. A stent placement procedure has been rescheduled for a later date.

Manufacturer narrative:
Evaluation: our evaluation of the returned device was unable to confirm a product discrepancy that could have contributed to the reported occurrence. The stent is intact. However, the coating is slightly torn in two areas at the proximal end of the stent, which is likely due to the removal of the stent with forceps at the user facility. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other reported events of difficulty in removal of the introduction system, removal of a placed stent, or inverting of the valve during placement. Therefore, this incident represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conclusively determine a cause for the reported event. Due to a variety of clinical conditions such as patient anatomy, scope position or progession of disease state, we can not reproduce the actual conditions of device usage. While these are not the sol determing factors of product failure, this limits our ability to conclusively determine the cause for this reported observation. However, we can provide the following comments: additional information provided with this report indicates that prior to stent placement, the position of the loading suture was verified. The system preparation section of the instructions for the esophageal z-stent instructs the user to ensure the loading suture is not twisted prior to stent placement. Additional information provided with this report indicated the loading suture was caught but the exact cause could not be determined. The reporter further indicated the pulling motion on the introducer during removal caused the stent to move. The instructions for use contains the following caution: "if the loading suture becomes compressed against the guiding catheter, and outer sheath during removal of the introduction system, reengage the guiding catheter into the inner catheter of the sheath to free the suture. Do not remove the introduction system while the suture is caught, as this may cause inadvertent displacement of the stent." Additional information provided indicated the physician removed the stent from the pt after placement. The instructions for use warns the anti-reflux z-stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the esophageal mucosa. This esophageal stent is considered to be a permanent implant. Additional information provided with this report indicated the pt began to wretch which caused the anti-reflux valve to retract into the stent. An attempt to push the valve back into place was made, but unsuccessful. The intended use of the esophageal z-stent indicates that the stent is a tubular prosthesis used to maintain patency of a malignant esophageal stricture and/or to seal a tracheoesophageal fistula across the gastroesophageal junction. The product description section of the instructions for use indicates the end of the stent is equipped with a pressure-sensitive "wind sock" that may reduce acid reflux into the esophagus. Inversion of the valve is a known potential occurrence with this stent. The patient care information provided to patients and/or care givers indicates that patients should drink 1/2 a glass of water immediately after events that significantly raise the abdominal pressure like belching, vomiting, coughing, sneezing and exercise. This activity will ensure the valve is in the anti-reflux position. Corrective actions: no corrective action warranted at this time because the reported occurrence may be use and/or procedure related. This report represents an isolated occurrence. Prior to distribution, all esophageal z-stents are subjected to a visual inspection to ensure device integrity.